Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 31 months ago. Aneurysm morphology at the time of implant is unk. The infrarenal aortic neck was short and measured 35 mm in diameter and then pinched down to less than 26 mm in diameter. The pt was not a surgical candidate. It was reported that due to the difficult neck anatomy, an aneurx cuff was also implanted proximally in a planned placement; however, the original placement position of the cuff is unk. The pt was lost to f/u and presented emergently on (B)(4) 2010, with proximal type 1 endoleak and a ruptured aneurysm. The cuff was located 15 mm below the renal arteries, but stent graft migration cannot be confirmed. The physician converted the pt to an open repair and explanted the stent grafts (see MFR # 2953200-2010-02530). The explanted stent grafts were discarded. No additional clinical sequelae were reported and no further info was provided.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
The facility reported a colleague pump with a reported condition of failure code 808:08 on channel b which interrupted therapy on an unknown patient in the neonatal intensive care unit. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected information: this device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
Caller reported performa blood glucose results of 295 mg/dl, 225 mg/dl, 141 mg/dl, and 191 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:08. The root cause was determined to be a sticky gelatinous substance on the h-bridge circuitry of the pump head module printed circuit board which is causing erroneous inlet valve readings. The pump head module was replaced to repair the reported condition. Trend review determined that similar reports have been received by baxter. Service history review determined that the device has not been serviced by baxter prior to this event. Device history review determined that no exception was observed during manufacturing. A follow up report will be submitted if additional information becomes available.